Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined to troubleshoot the issue and declined to provide additional information to tandem technical support, therefore no additional information was obtained.